Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device for more than 48 hours on the abdomen. The patient had swelling and irritation. The patient had a virtual doctor visit and was diagnosed with a staph infection. The patient was treated with cephalexin which she has to take 3 times a day for a week.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.